Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and sepsis coincident with automated peritoneal dialysis (apd) therapy and the patient subsequently died. Sixteen days prior to the receipt of this report, the patient was hospitalized for an unrelated medical condition. On an unknown date during hospitalization, the patient experienced abdominal pain and cloudy effluent which were manifestations of peritonitis. Thirteen days after admission to the hospital, the patient experienced peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations were not reported) for peritonitis. On an unknown date, the patient experienced sepsis. It was not reported if the peritonitis was the cause of the sepsis event. On an unknown date, during hospitalization, pd therapy was discontinued. Five days after the event onset while still hospitalized, the patient died. The cause of death was unknown and it was reported an autopsy was not performed. No additional information is available.